Manufacturer narrative:
The investigation into the positioning issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root the cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0052-9013.

Event description:
The user facility reported a 52-year-old male patient on impella support had experienced ventricular fibrillation while at home with CPR was administered. The pump was in good position, but came out of ventricular positioning when suturing at the groin. Pump unable to re-positioned. Decision was made to explant the impella and implant a new one. The patient was in a stable condition after the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿